Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression, and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Event description:
It was reported that shortly after implant, the patient developed pericardial effusion, resulting in multiple chest x-rays and a per icardial drain procedure. It was suspected that the atrial lead had perforated, and subsequently the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5086mri implantable pacing lead - 2013-(B)(6). (B)(4).